Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the first suture had a broken needle while the other one had a broken thread.

Event description:
According to the reporter, intra-operatively, the first suture had a broken needle while the other one had a broken thread. It was also reported that both needle are detaching from the suture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.